Event description:
Customer reported the images on left monitor are gray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a loose video wire in the interconnect cable. System operates as intended.